Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, occasional constipation, right lower quadrant pain, feeling a bulge in her vagina, pelvic pain, vaginal pain, scratching of husband¿s penis during intercourse, pain with sexual intercourse, abdominal pain after exercising, mesh fibrosis and trigger point injection. She required non-surgical interventions and a surgical intervention with partial removal of her pubovaginal sling and additional anesthetic infiltrated behind the pubic bone at the area of fibrosis and mesh placement, (dyspareunia), urgency, hematuria, mild atrophy of the vaginal mucosa, palpable banding on the right periurethral area at the area of her previously placed sling, tenderness with palpation of the bladder, vaginal discharge, overactive bladder, chronic lower quadrant pain, chronic suprapubic pain, vaginal bleeding, stress urinary incontinence with coughing or sneezing and questionable interstitial cystitis.